Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 3 complaints (same patient, same event, different products). Other mfg report numbers: 3006697299-2024-00102 3013886523-2024-00202. A facility reported a patient had a decompressive craniectomy and was rolled to relieve pressure areas. No disconnection of cables or monitor alarms. A short time after the monitor message was "sensor or extension cable failure". Medical staff was unable to resolve as screen would not change, and was unable to monitor icps. All trouble shooting carried out correctly, as the sales representative was there personally to troubleshoot. New monitor and cables connected which displayed the same screen. Sensor surgically removed from patient.

Manufacturer narrative:
The cerelink monitor was returned for evaluation: DHR - the batch record was reviewed for any anomalies or ncs, during production, related to the finished device. None were identified related to this report. Failure analysis - we checked the device with our test icp cable, and the monitor is working properly. The battery is more than 3 years old so must be replaced. The shipping carton is missing and will be added. The battery has been replaced. The full functional test and safety test according to manufacturer's specification has been performed. Root cause - the problem indicated by the customer has been not confirmed. The device (B)(6) received without icp extension and without power supply. We checked the device with our test icp cable, and the monitor is working properly.

Event description:
N/a.